Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 900 mg/dl. The customer experienced symptoms such as comatose, vomiting, dizzy and diarrhea. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer¿s current blood glucose level was 257 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did not exit. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. However, the device was received with corroded battery tube. The device was monitored and no missing segments, partial display, black display or blank display anomalies were noted. The device passed self, unexpected restart error, rewind, basic occlusion and displacement. However, we were unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The device was received with cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.